Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported high blood glucose level (545 mg/dl) due to detachment issues at the site as it was not clicking into the place which occurred while the patient was sleeping. The location of detachment was at the site. The infusion set insertion site was at the upper hip and the pump was also worn on the same side. She took unspecified bolus as corrective treatment. The infusions were stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The infusion set was being used for 1 to 2 days. Reportedly, there was no stress or pull on the tubing and the pump wasn't dropped with the set connected to her body. No further information available.